Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. One swg was returned unraveled at the proximal end. No catheter was returned. The core wire was separated adjacent to the weld at the proximal end. Discoloration was observed at the broken end of the core wire, which is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the wire in the area of the break. The distal weld was intact. The core wire measured approx 60 cm in length. Based upon the measured length of the broken core wire, no pieces appear to be missing. The od of the swg was measured and met specification. Instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. A risk eval was completed for this issue. The report that the swg unraveled during removal was confirmed through examination of the returned sample. No mfg defects were found during this investigation. Arrow swg's of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and pt anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Swg breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for unraveled or separated swg complaints. Based on these circumstances, the potential cause of this issue is procedure/pt anatomy related.

Event description:
It was reported that the catheter was believed to be placed in the pt's internal jugular. At which time, the spring wire guide (swg) was bent and they experienced difficulty placing and removing the swg. As a result, the swg and catheter were removed and a new swg and catheter were placed successfully for the pt. There was no delay in treatment, no pt death and no pt complications were reported.